Manufacturer narrative:
This lead was explanted on (B)(6) 2019 due to dislodgement. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This atrial lead was repositioned due to dislodgement. Should additional information become available, this file will be updated.